Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this patient received an ablation procedure five two second pauses were noted. The patient experienced lightheadedness. The device functioned normally and adequate pacing thresholds and safety margin was programmed. A review of the surface electrocardiograms by boston scientific technical services (ts) noted the issue could have been due to electromagnetic interference resulting in oversensing. Ts discussed the defibrillation detection circuit as this could cause the appearance to be inhibition but with pacing pulses. The root cause of this issue was not determined. The patient was given a recorded to monitor any further episodes. The device and right ventricular (rv) lead remain implanted. No additional adverse patient effects were reported.